Event description:
Information received from the field does not address the patient's clinical status but notes lead impedances between 1400 ohms and 1900 ohms and capture thresholds of 1.7v at 0.4ms. X-rays showed normal position and no subclavian crush. When the pocket was opened, the set screw was found to be loose. The set screw was tightened and normal function ensued.